Manufacturer narrative:
The events of seroma and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was due to seroma and lymphoma. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Company representative reported a news story involving a breast cancer patient who had textured breast implants placed for reconstruction. Lymphoma later developed on the contralateral side to where the breast cancer occurred (side unknown). Healthcare professional attributed the lymphoma to liquid capsule. Pathological markers were not provided. The device has been explanted and the patient received unspecified treatment.